Event description:
Reference number (B)(4). Event occurred in the united states, it was reported by the patient that he was hospitalized due to hyperglycemia. High blood glucose level was treated by insulin pen and pump set to storage mode. Patient was felling sick at the time of event. No further information was available.

Manufacturer narrative:
H11 :patient city: (B)(6). Patient country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.